Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup operation. Troubleshooting could not be performed due to the devices low battery. The device was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.